Manufacturer narrative:
The field service representative suspected the analyzer initialization position to be the cause. He ran a rotor initialization check which failed. He then adjusted the rotor initialization and ran a workstation accuracy check which passed. To verify the analyzer performance, qc was performed.

Event description:
The user stated they had occasionally received discrepant results on several assays, such as alp, sodium, total bilirubin, and chloride over the past several months. None of these events were reported and no data could be provided. Number of patient samples involved was not provided. In 2009, the user received discrepant alp results for one patient sample. A sample drawn at 5:55 am gave an initial reading of 90 u per l. The user reran the sample and received results of 66 and 56 u per l. The user ran a precision on this sample with the following results: 48, 50, 164, 52, 46, 48, 45 and 45 u per l. The user ran the sample on a second integra 400 for a ten point precision with results all either 42 or 43 u per l. The same patient was redrawn at 7:59 am and run on the original integra and gave results of 46 and 47 u per l. The lab reported this result. None of the results on the original sample were reported.